Event description:
The user facility reported a male patient of an unknown age in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the implanted impella cp pump experienced complications with the placement signal. It was noted that the signal would disappear temporarily during support. As a result of the noted issue, the decision was made to replace the component. There was no patient harm related to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported optical signal has been completed. The data logs were reviewed which showed that the controller was the cause of the optical signal, and not the pump. The device was returned for evaluation. Upon evaluation, no problem was found. There was no issue found during the case. The device functioned/operated to specification. Added- d9 device return date added- d6a/d6b.